Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was admitted for antibiotics IV. The healthcare provider(hcp) was admitting the patient and was aware of the confirmation of the plan. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s system was explanted due to an infection. No further complications are anticipated.